Manufacturer narrative:
Based on the returned device, it is hypothesized that during use an excessive force was applied to the installer at an angle which resulted in a torsional or off-axis asymmetric (e.g., rocking or toggling) load being applied to the distal tip of the installer. As expandable spacer installers are not designed to withstand an excessive torsional or off-axis load, an insertion force applied at an angle may have resulted in the failure at the distal arm of the installer. If movement of the implant is needed after it has been expanded in the disc space, the implant should be collapsed to allow for the movement and then re-expanded in the desired location. In addition, the expansion driver should remain in place (or be replaced) to assist the installer in maintaining alignment while being removed.

Event description:
It was stated, "it broke up surgeon using a mallet and trying to inserter cage into a collapse disc space. Broken piece was recovered.".